Manufacturer narrative:
Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
It was reported that lens was exchanged due to diopter discrepancy. The doctor intended to implant a 14.00 diopter; however the patient was -4.00. The doctor explanted the lens and implanted another lens and now the patient is +4. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. Therefore, a product evaluation could not be conducted. One retain sample from the same lot (7460222) was inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Event description:
Additional information: the lens was exchanged on (B)(6) 2016 with same model but different (10.00) diopter lens. The patient is to seek a second opinion.